Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that (B)(6) year old female patient experienced cardiac perforation during use of a pacing catheter. The patient, with a history of aortic valvular stenosis, was having a tavi procedure. The pacing catheter was inserted to the patient from the right internal jugular vein and was placed in the right ventricle (rv). Transesophageal echocardiography (tee) was inserted to the patient under general anesthesia. A small amount of pericardial fluid was observed. Since the patient had low cardiac function, the tavi was performed under percutaneous cardiopulmonary support (pcps). After the pcps was initiated, the increase of pericardial fluid was pointed out by the echo cardiologist. Since no manipulation was performed yet to the aortic valve complex, rv perforation by the pacing catheter was suspected. Since there was no significant change in hemodynamic status, the tavi procedure was continued and the valve was placed. An increase of pericardial fluid was not seen. After the valve implantation, pericardial drainage was performed under percutaneous cardiopulmonary support (pcps) and around 200ml of venous blood was drained. An increase of pericardial fluid was still not seen. The patient left the operating room under anesthesia while intubated. Device was discarded by the hospital.